Event description:
Procedure: inguinal hernia repair. According to the reporter: the staples were deployed in a crooked shape and would not close correctly. Eventually, the trigger locked in the fired position and could not be moved. Another device was opened to complete the case and worked fine, however, it made an unusual sound when fired and then fell off the stapler into the pt's abdomen. The dlu was recovered and no harm or injury to the pt was observed. Tissue damage and pt injury reported. The time of the procedure was extended by about 10 minutes, but the pt was uninjured. Another hernia stapler was opened to complete the case. Lot numbers are unk.

Manufacturer narrative:
(B)(4).